Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that the unit did not turn and it was jammed. The complaint unit was received at the service center and evaluated. Per service manual operational and diagnostic, the reported failure was not confirmed. During evaluation, a short circuit was found on the motor cable, therefore the cable was replaced. As preventive maintenance, the o-rings were replaced. The repair and testing of the unit was completed per the service, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The possible root cause for the reported failure cannot be established. Moreover, the root cause for the failure found can be associated to an electrical fault in the motor cable.   As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the motor of the micro tornado hp w hand control was jammed and it did not turn. The procedure was completed using a replacement. No patient consequence and no surgical delay was reported. No additional information was provided.